Event description:
A customer reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support, who instructed them to turn off the pump, reload it, and follow proper loading techniques for a new cartridge. By loading a second cartridge, the issue was resolved, and the customer was able to successfully resume insulin delivery.